Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reported events of ¿infection, flat hip¿ after primary gluteal augmentation for a patient implanted with an unknown mammary implant was found in ¿secondary gluteal augmentation: surgical technique and outcomes,¿ by seong soo park, m.d., jun wook, m.d., and min gu kang, m.d., published in plastic and reconstructive surgery, vol. 141, no. 6, june 2018, pp. 1371-1382., doi:10.1097/prs.0000000000004407. The device was explanted. Manufacturer of the device is unknown.